Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's activity was normal and they mat with a manufacturer representative who had to reprogram the ins it its original settings and it had been ok since. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the issues was that his back pain came back. The patient reported that nothing was done to resolve the no device found screen as it still happened now and then, he just starts over. The patient reported that a manufacturer¿s representative (rep) reinstalled the original settings. The patient reported that the battery seemed to be fine now. The patient reported that there were times that he had lost the intensity settings on a and c on all positions and then he goes through the positions to reset them. The patient reported that once in a while if he checks the position being upright, it would show in motion. The patient reported that if he started walking and check position it would show upright. The patient noted that next time he loses settings he was going to record what they were and what he resets them too and what he was doing or at. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the controller showed no device found. The patient reported that he had an issue with losing his programs. The patient reported that last night the ins was down to 30% and he was able to recharge but the screen kept saying try again, no device found. The patient reported that it was happening again this morning, it also happened a few weeks ago where it took hours and hours to recharge the ins. The controller was moved closer to the ins and communication was attempted again. The patient confirmed getting excellent recharge quality. During the call, the patient was able to turn on/off stimulation and increase/decrease. The ins was 90% charged and the controller was at 70%. The patient also reported having some issue with programming, so a manufacturer¿s representative (rep) instructed him to turn the ins off until the programming session tomorrow. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the issues was that his back pain came back. The patient reported that nothing was done to resolve the no device found screen as it still happened now and then, he just starts over. The patient reported that a manufacturer¿s representative (rep) reinstalled the original settings. The patient reported that the battery seemed to be fine now. The patient reported that there were times that he had lost the intensity settings on a and c on all positions and then he goes through the positions to reset them. The patient reported that once in a while if he checks the position being upright, it would show in motion. The patient reported that if he started walking and check position it would show upright. The patient noted that next time he loses settings he was going to record what they were and what he resets them too and what he was doing or at. No further complications were reported.